Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a flexiva 200 tractip laser fiber was used during a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2015. Reportedly, the laser unit used was a 100 watt lumenis with 0.8j x 8.0hz settings. According to the complainant, during the procedure, the blast shield was damaged and broke after the physician fired the laser. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the fiber face within the sma connector was compromised.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4) for the evaluation findings of fiber tip face within the sma connector damaged. One flexiva 200 tractip laser fiber was received for analysis. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.0mm and appeared unused. Examination under magnification revealed a shadow covering majority of the fiber face within the sub miniature-a (sma) connector and as well as debris/burn marks adjacent to the fiber face. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. No aiming beam was visible. The condition of the returned device confirms the reported event of blast shield damage. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.